Event description:
Surgery on small bowel, the gia 80 4.5 green staple fell apart when the scrub tech attempted to load the staples. No harm to patient but this is the second problem with this equipment within two weeks. The sales representative will be notified.